Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer did not experience any symptoms and was able to self-treat with powdered sugar twice, and after the measurement deviation was determined, injected insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event. Reportedly, sensor scan results of 4.40 mmol/l, 4.60 mmol/l and 5.10 mmol/l were compared to competitor brand meter readings of 13.80 mmol/l, 14.10 mmol/l and 12.80 mmol/l and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.